Event description:
It was reported that the iab was inserted without difficulty. Then, the pump began experiencing helium loss alarms. The pump was exchanged, but the alarms continued. Because of this, the iab was removed and replaced. There were no additional complications.